Event description:
Pt presented for implantation of a permanent pacemaker. A right atrial lead was placed. Extensive mapping was required to find a location that had adequate sensing and capture thresholds. Pacing impedances were noted to be high at every site, and capture thresholds were high as well. The decision was made to replace the lead with another one. The new lead showed much improved parameters.